Manufacturer narrative:
Additional information from the field indicates the lead will not be returned from analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, extension and retraction issues were noted with the helix of this right ventricular (rv) lead. After placing the rv lead, low sensing and loss of capture at maximum outputs was observed. An echo performed showed the rv lead had perforated the wall of the heart. The rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was eventually returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the allegation of a perforation made against the lead.